Event description:
Boston scientific crm received information that this patient went to the emergency room complaining of pain under her left breast. A chest x-ray was taken and it appeared the lead had moved. The thresholds were 6.5 v at .2 ms and a pulse with threshold was 3.5 v at 1 ms. Impedances in bipolar and unipolar were within normal limits and sensing was 5.8mv. During the follow up, symptoms could not be recreated with max output pacing, so it was undetermined what was actually causing the symptoms. The lead is scheduled for revision.